Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. It was stated that when the home patient (hp) woke up they noticed fluid on the floor. The hp discovered a pinhole on the patient line. The caregiver stated that they had a cat that may have caused the pinhole, but they were not certain since they were asleep. The patient was advised to start over with manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an unknown drain line manifold and an open pouch. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted a puncture in the patient line approximately 6 inches from the patient connector. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The drain line manifold received with the complaint sample was used in the device-device interaction testing. There was a leak from the hole in the patient line. The reported condition was verified. The cause of the reported system error 2240 occurrence was determined to be damaged patient line tubing identified during visual inspection and device to device interaction testing. The cause of the leak was determined to be use error as the patient had stated they had a cat that may have caused the hole in the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.